Event description:
It was reported that during a normal implantable neurostimulator (ins) replacement, a white fluid was present all around the ins, mostly concentrated towards the left side of the ins. The healthcare provider (hcp) was going to culture the fluid and return the ins to the manufacturer for analysis. There was no therapy or medical complaints. The hcp stated it was not an infection, but to him it looked like the battery was leaking. A manufacturing representative checked the impedances and they were within normal limits. In recovery, the patient felt stimulation where she needed to. The physician used a high powered wash with antibiotics in the pocket where the battery was sitting.

Manufacturer narrative:
Concomitant medical products: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient; product ID 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator; product ID 3487a, lot# l19955, implanted: (B)(6) 1991, product type: lead; product ID 7495, serial# (B)(4), implanted: (B)(6) 1991, product type: extension; product ID 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1991, product type: extension; product ID 3487a, lot# l19274, implanted: (B)(6) 1991, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3998, lot# lb6949, implanted: (B)(6) 2004, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).